Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient had an ostomy placed to fecal collection. Since the placement of the ostomy, the patient has been experiencing intermittent stoma infections, treated with unknown antibiotic(s). The patient has requested for a new stoma site placement, away from ostomy site. The device remains implanted.